Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: unavailable. Omnipod software app version: unavailable. Smartphone operating system: unavailable. Smartphone hardware: unavailable. Cgm sensor type: unavailable. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's caregiver reported on behalf of the patient that their blood glucose (bg) level reached 24.8 mmol/l (446 mg/dl), while wearing the pod between 5 and 24 hours on the arm. The caregiver reported after about a day of wear the patient noticed the cannula had not inserted into their skin. They reported administering 1.5 units of insulin via an insulin pen, but the bg levels rose again after the patient ate lunch. The caregiver reported they decided to remove the pod and applied a new one.